Manufacturer narrative:
Mfg site name - freudenberg medical. Investigation results: a visual examination of the returned resolution 360 clip device noted that the clip assembly was fully deployed, and the clip was not returned with the device. It was noticed that the ball weld was still attached to the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not deploy even after a click was heard; however, after further twisting of the handle, the clip eventually released from the catheter and the yoke was noted to have detached into the patient's colon. The procedure was completed at this time. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not deploy even after a click was heard; however, after further twisting of the handle, the clip eventually released from the catheter and the yoke was noted to have detached into the patient's colon. The procedure was completed at this time. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.